Event description:
The device was used during a thoracic lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and applied another to complete the procedure. The hosp has reported no pt injury occurred.